Event description:
A sales representative reported that there was an overinfusion of medication during pt use. According to the sales rep, there was no pt injury or medical intervention and the pt is "fine," however, there was 8cc of medication missing from the pump. The sales rep went over the event history with the account, and they could not find anything on the event history that indicated an overinfusion. No add'l info is available at this time.